Event description:
It was reported that the patient passed away recently, but the cause of death was not provided. No further relevant information has been received to date.

Event description:
It was reported that the patient passed away recently, but the cause of death was not provided. No further relevant information has been received to date.